Manufacturer narrative:
(B)(4). Infection occurred. To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a journal article that the patient underwent closure of the fascia in digestive tract surgery on an unknown date prior to (B)(6) 2009 and suture was used. It was possible that the patient developed a wound infection. It was unknown how the patient was treated. Additional information has been requested.